Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.6x4.9 cm diameter abdominal aortic aneurysm. The patient has kissing balloon expandable stents in proximal common iliacs arteries prior to the evar procedure. The proximal neck was 25-27 mm in diameter and 21 mm in length. The left common iliac artery was 6-8-10 mm in diameter and the right common iliac artery was 7-9 mm in diameter. The right external iliac artery measured 6-7.1 mm in diameter and the left external iliac artery measured 6 mm in diameter. The right and left iliac arteries are moderate to severely calcified. It was reported that during the index procedure, the delivery system met resistance when advancing through the iliac stent on the right side. The physician decided to serial dilate the stent without pre-dilation and used a 12f sentrant sheath followed by a 14f sentrant sheath followed by an 18f sentrant sheath. The delivery system was re-introduced over the wire and mild resistance was felt but system was advance through the stent and placed to the level of the most inferior renal artery. The main body was deployed until the contra lateral gate was open and deployment was halted. The contra gate was cannulated and a 16x10x124 contra limb was delivered and deployed without issue. The delivery system of the contra limb was removed and replaced with a 12f sentrant sheath in the left femoral artery. The physician then deployed the remainder of the ipsi leg, pushed the delivery system above the supra renal stents and recaptured the nose cone. When withdrawing the delivery system, it got hung up on the stent in the right common iliac artery where the ro marker is on the proximal graft cover. The physician rotated the delivery system counterclockwise and withdrew with greater force. The delivery system was removed however, the iliac stent came out on the delivery system and there was some iliac tissue attached to the stent. The patients became hypotensive and right common/external iliac artery rupture was suspected. The physician advanced a reliant balloon to the level of the flow divider through the 12f sheath on the contra side to stabilize the blood pressure and cease extravasation. The physician then replaced the mb delivery system with a 18f sentrant sheath. Through the 18f sheath the physician delivered a 16x10x124 limb which was landed in the right common iliac. The limb delivery system was recaptured and removed without issue. A 10x10x82 limb was then deployed through the 18f sheath on the right side. It was appropriately overlapped, deployed, recaptured and removed without issue. At this point the balloon was deflated. The patient¿s blood pressure returned to a somewhat normal level but was not stable and the physician determined best course of action was to do a retro peritoneal incision on the right side to explore the right iliac system to make sure everything was sealed off. There was an area of concern where the iliac tissue was torn. The physician cut through the right external iliac and 10x10x82 graft in a healthy segment of the artery and sewed in end to end fashion a 10x10 surgical graft which was jumped to the right femoral artery. The patient¿s blood pressure was stable after this procedure. The physician then advanced the reliant balloon through the 12f sheath on the left side and ballooned the proximal neck and overlap points on the left. A 9 x40 dorado pta balloon in the stent in left common iliac was also used. All sheaths and wires were removed and patient was closed. The patient is alive without injury. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).